Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and low battery alarm from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer treated with food. The customer stated that she had a virus and could not bring anything down. The customer stated that there was also a low battery alarm on the pump. The customer stated that it showed no bars. The customer will be sent a replacement battery cap. The customer was advised to monitor the pump.